Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected.

Event description:
It was reported that after about 4-5 hours, the foley catheter came out from the patient. The reporter indicated that the balloon was found torn.